Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. Failure analysis found the primary failure of frayed grip cable to be related to the customer reported complaint. The instrument was found to have a frayed grip cable at the distal idler pulley. The frayed cable strands stuck out at the wrist. The root cause was attributed to a component failure. An additional observation not reported and not related to the complaint was that the instrument was found to have damage to the conductor wire¿s insulation at the distal end. The conductor wire was exposed as a result. The instrument passed the electrical continuity test. No signs of thermal damage. Root cause of this failure is attributed to a component failure. A review of the instrument log for the maryland bipolar forceps instrument (pn# 470172-16 / lot# n10200713-0052) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2021 on system sk3154 for approximately 1 hour 45 minutes. The alleged event occurred on the 5th use of the instrument. No image or procedure video was provided for review. Based on the information provided at this time, this complaint is being reported due to the following conclusion: the instrument had conductor wire damage with no evidence of user mishandling or misuse. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps was found to have broken cable at the wrist. A backup instrument of the same type was used and the procedure was completed with no reported injury.